Manufacturer narrative:
The alb, trigl, hdlc4, and gluc3 reagents' lot numbers and expiration dates were not provided. Calibration and qc were acceptable. The preventive service maintenance was up to date. The field service engineer (fse) found that the customer was using an expired acid wash. He replaced the acid wash with a new one and flushed it. He also replaced the sample probe as a precautionary measure. The fse then did a performance check and the instrument was performing within specifications. No further issues were reported afterward. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with alb assay, 1 patient sample tested with trigl assay, 1 patient sample tested with hdlc4 assay, and 1 patient sample tested with gluc3 assay on a cobas 6000 c501 module. Patient 1 was tested for alb: initial result: 1.1 g/l. Repeat result: 45.7 g/l. Patient 2 was tested for trigl: initial result: 0.00 mmol/l. Repeat result: 0.71 mmol/l. Patient 3 was tested for hdlc4: initial result: 0.02 mmol/l. Repeat result: 1.28 mmol/l. Patient 4 was tested for gluc3: initial result: 0.20 mmol/l. Repeat result: 5.85 mmol/l. A data flag accompanied some of the initial results. The initial results were considered unbelievable prompting the repeat of the samples. No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event was consistent with a patient sample/quality preanalytic issue (e.g. Clogs, fibrin, or gel partially blocking the sample probe) at the customer site. Preanalytics are within the customer's responsibility.